Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported before the intraocular lens implantation at the time of loading the lens the delivery system did not glide smoothly. The surgery was completed by using a different injector. There was no patient contact and harm to the patient. Medical or surgical intervention was not needed. There were no issues noted during the implantation and no impact to the lens noted.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of does not glide smoothly; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).